Manufacturer narrative:
Describe event or problem: the referenced ongoing gastrointestinal bleed was reported under medwatch MFR report # 2916596-2017-02662, medwatch MFR report # 2916596-2018-00277, medwatch MFR report # 2916596-2018-00403, and medwatch MFR report # (B)(4). The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient returned on (B)(6) 2017 due to low hemoglobin. The patient had a hematocrit of 18.4%, prothrombin time (pt) of 14.5 seconds, inr of 1.27, and partial thromboplastin time (ptt) of 28.1 seconds. The patient was not on anticoagulation due to past gastrointestinal (gi) bleeding. On (B)(6) 2018, a balloon assisted enteroscopy was performed that found the area of trauma on the proximal jejunum and oozing arteriovenous malformation (avm) mid jejunum. The patient¿s hemoglobin & hematocrit (h&h) was 10.1 g/dl & 29.0% at time of discharge on (B)(6) 2017. On (B)(6) 2018 the patient had an h&h of 7.2 g/dl & 21.1% and required transfusion of 2 units of blood as an outpatient. The patient was transfused another 2 units on (B)(6) 2017 with hemoglobin of 8 g/dl. On (B)(6) 2017 the patient¿s hemoglobin was 7.1 g/dl and another 2 units were transfused on (B)(6) 2017. On (B)(6) 2017 h&h were 6.8 g/dl & 20.3% and the patient was transfused another 3 units of blood. The patient had multiple gi bleeding admissions over the prior several months, previously reported. During the ongoing gi bleed, the patient was not on any anticoagulation. Prothrombin time (pt), inr, and partial thromboplastin time (ptt) varied, but remained mostly normal. The patient¿s high inr was 1.27 during the ongoing gi bleed; pt high was 14.5 seconds and ptt was 26.1-29.7 seconds. The patient did receive protonix and octreotide infusion with each admission.

Manufacturer narrative:
Reference MFR report #2916596-2017-02339 and #2916596-2017-02662 for the patient¿s previous gastrointestinal (gi) bleed events. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 3 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for gastrointestinal (gi) bleeding. This admission was the patient¿s third since (B)(6) 2017. Last admission on (B)(6) 2017 found no source of bleed and the patient was discharged to rehab on no anticoagulation. The patient also suffered from chronic anemia prior to implant, but gi approved the patient for lvad implant and anticoagulation. The morning of (B)(6) 2017 the patient had a hemoglobin of 7.1 g/dl and by afternoon, it had dropped to 6.2 g/dl. On (B)(6) 2017 scope found a small area of erythema, which was either trauma or arteriovenous malformation (avm), in the proximal jejunum. One hemoclip was applied. In the mid jejunum, an actively oozing avm was treated using argon plasma coagulation (apc), and hemostasis was achieved. The patient received a total of 2 units of blood.

Event description:
Additional information: it was reported on (B)(6) 2017 that the patient was discharged on (B)(6) 2017, although the patient continued to bleed. Transfusions were required approximately every other week, averaging 2 units each time. On (B)(6) 2017 the patient went home from rehab facility and continued to require frequent outpatient transfusions.